Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 540 mg/dl. Troubleshooting was performed. The insulin pump alarmed no delivery prior to the event. The prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.